Event description:
Patient pump did not infuse appropriately. The pump was full when arriving for pump disconnect at 46hour mark. Upon registered nurse (rn) assessment, tubing was connected appropriately and clamps were appropriately unclamped. No obvious reason for flaw in pump.